Event description:
The event is reported as: the clip would not load properly and failed to lock/close around the entire duct. It is also reported by the customer that no clips came off post-operatively. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.